Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "breast are tender and hurts, pain, dense breasts, very uncomfortable", "can't even breathe sometimes", "rheumatoid arthritis", "immune system disorder", "scarring", "concern that the devices are recalled" and "one side breast is smaller than the other side and they are worried it is leaking". This record is for the right side. Device remains implanted. Patient is on pain medication and steroids.